Event description:
Patient had myelodysplastic syndrome (mds) before stent implant, anemia was advanced and mds was suspected to have advanced to leukemia. Patient was free from ae at 30 day, 6, 9 and 12 month follow up. Approximately 14 months 2 weeks post index procedure, patient expired due to myelomonocytic leukemia. Ref MFR # 2953200-2010-00736, 2953200-2010-00737.

Manufacturer narrative:
Evaluation results: patient's condition - predisposed event (myelomonocytic leukemia). Evaluation . Conclusion: . (Myelomonocytic leukemia). (B)(4).

Event description:
A 2.25mm diameter x 12mm length micro driver rx coronary stent was deployed in to a patient to treat a lesion located in the lad # 8 described as tortuous, eccentric with calcification. During procedure and endeavor rx drug eluting coronary stent was deployed at lad # 7 (MFR report 2953200-2010-00737) and another manufacturer's stent was deployed at lad # 6. No issue is reported in relation to relevant stent deployment; however, rupture of the coronary artery was observed where the endeavor rx stent was deployed. Three units of covered stents were implanted to threat the vessel perforation. The physician commented that the relevant stent is not related to the reported event. The patient is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Evaluation: results: (perforation), (eccentric tortuous lesion with calcification). Conclusion: (eccentric tortuous lesion with calcification).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.